Manufacturer narrative:
(B)(4). Date sent: 08/16/2025. D4: batch #159d90. Additional information was requested, and the following was obtained: - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. - did the jaws eventually open? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. When attempted to download the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to download the event log. No conclusion could be reached as to what may have caused this condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60c, with lot/batch #c9ej17, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 159d90, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure, it was observed that the stapler faltered, the mechanism seemed to respond very slowly as if the battery was slowly running out. There was no response from the stapler anymore and they were finally able to finish the suture by waiting a very long time until all the staples were formed. What they did try was pressing the home button to solve the problem, but the device did not respond to this. In between, the knife could not be retrieved. The procedure was completed successfully with a delay of 15-20 minutes. There was no patient consequence reported. No additional information provided.